Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm within 15 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported. The patient condition was good post procedure.

Manufacturer narrative:
(B)(6).